Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had received error message e226. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to MFR report #3002808148-2025-01948.

Event description:
No additional information received from customer.